Event description:
A complaint was received from the family member of an insulin dependent diabetic. Family member stated that the pt needed medical assistance this morning because the elite system was not providing accurate readings. Family member stated that the pt had been receiving results in the 400 to 600 mg/dl range. Based on these elevated results the pt increased their insulin dosage. In 2002, the pt tested their blood sugar and received a result of 238 mg/dl. Later the pt was obviously experiencing some type of glycemic event. An ambulance was called and when they arrived the pt's blood sugar was tested using their meter (method unknown) and they received a result of 25 mg/dl. The pt was given an IV with glucose and was told they were in severe diabetic shock. While on the phone a review of system was conducted. It was learned that the reagent was removed from the foil wrapper and placed into an un-desiccated bottle. It was explained to the customer that the reagent is moisture sensitive and this could have contributed to the erroneous results. At the time of the complaint the customer did not know what lot no. Of reagent was used. A request was made to return the system for evaluation.